Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Allen, b., cofield, r., schoch, b., sperling, j. (2014). Shoulder arthroplasty for osteoarthritis secondary to glenoid dysplasia: an update. Journal of shoulder and elbow surgery, vol. 23, p. 214-220.

Event description:
Information was received based on review of a journal article titled, "shoulder arthroplasty for osteoarthritis secondary to glenoid dysplasia: an update" which explores the role of anatomic shoulder arthroplasty (both hemiarthroplasty and total shoulder arthroplasty) in treatment of glenoid dysplasia with osteoarthritis. This article identified one (1) revision associated with humeral component loosening and glenoid arthrosis.